Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter's insulin pump alarmed with failed battery test. His daughter has tried about five different batteries and the alarm still persists. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not be completed since the customer was not present to verify possible anomalies with the insulin pump. No products were returned or replaced.